Event description:
It was reported that the temperature and resistance display on the radiofrequency ablation generator was flickering. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of flickering display and the out of specification light-emitting diode backlight was therefore replaced. (B)(4).